Event description:
It was reported that the tip of the catheter was bent. After insertion, the customer tried to straighten and fix the catheter for pacing, but it was unable to keep it fixed due to the bent tip, which made it difficult to perform pacing. The catheter was replaced. The tip of the new catheter was straight and could be fixed easily. There were no patient complications reported.

Manufacturer narrative:
The returned catheter was evaluated and confirmed to have a bent tip. The balloon inflated clearly and concentrically and remained inflated within specifications. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no short or intermittent conditions. The root cause for the bent tip cannot be confirmed; however, the product was confirmed to function as expected. A device history record review was completed and documented that the device met all specifications upon distribution.